Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) instrument jaws were locked on unspecified tissue. The customer was unable to open the jaws and the surgeon forcefully ripped the tissue by pulling the instrument off while still clamped on the tissue. The customer had reportedly received a press arm swap to continue system message but was not sure what that meant so they just pulled the instrument off with the tissue. There was no bleeding involved. Tissue was ripped but there was no unexpected removal of tissue. Additionally, no other complications were noted and no medical interventions were required. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance and was informed of the jaw release mechanism of the vse instrument. The customer stated they opened a new vessel sealer instrument and were continuing with the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the logs for the vse instrument associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs show that the vse instrument was installed 1 time and passed homing 1 time. There were 95 cut complete events noted and no errors. The e100 generator logs show quantity of 86 seal events noted. The system logs show an undefined integrated electrosurgical unit (iesu) error which may or may not be related to the complaint.